Manufacturer narrative:
Upon review of the sample it appears that the lumen was bent down from the hub and possibly something cut into it. White stress marks on the lumen are an indication of it being stretched. The lumen is still bonded securely in the hub. A review of the operations noted there is nothing that could cause such a major leak, and the part would not have passed the leak test operation. The root cause could not be determined.

Event description:
During preparation for placement the catheter was flushed with normal saline. Catheter immediately leaked fluid from the hub of the catheter. The device was not placed in the patient.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.